Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer states that the device was in storage and he cannot get the battery to charge or display the green lights. There was no pt involvement.